Event description:
Allegedly, pt underwent l thr on (B)(6) 2019. Revised on (B)(6) 2023 due to a suspected low grade infection. The femoral head and acetabular liner were revised to allow wash out of the acetabular shell and stem surfaces. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.